Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clips premature deployment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04399 for the first resolution 360 clip, and 3005099803-2024-04400 for the second resolution 360 clip. It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on august 16, 2024. During the procedure, the clip deployed prematurely. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.